Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after procedure, the patient's gluteus had second degree burn. Rem pad used was another product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after procedure, the patient's gluteus was burned.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned sample met specification as received. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found no failure with this generator. It worked fine and the error log was empty. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g4, imf, ime codes. If information is provided in the future, a supplemental report will be issued.